Event description:
It was reported that the table on the 2800 would not boot up all the way and a generator error was noted. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an eval. The malfunction was verified. Identified that the on/off switch was misconfigured. Reconfigured switch. The system was tested and found to be working as intended and placed back into service.